Event description:
It was reported that the left siderail panel and motion interrupt pan were both broken. No adverse consequence reported.

Manufacturer narrative:
Other, motion interrupt pan, siderail panel.